Manufacturer narrative:
(B)(4). The sample was returned and evaluated. No packaging was returned nor lot number provided. The sample appears in generally clean condition. The suction line does not exhibit kinking, collapse or indentations. Fluid flows through the suction adapter and suction line with no occlusion seen. The suction adapter is intact with no breakage or detachment. The cuff was inflated with no issue. The et tube is does not exhibit kinking, collapse or indentations. A review of the device history record is not possible as a lot number was not provided. A root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that, "the patient was intubated with a stylet. The tube bent and was unable to suction and needed to be replaced." No injuries reported.